Event description:
Large volume infusion pump had tpa (tissue plasminogen activator) infusing. Rn was in room to assess patient and noted that pump was infusing at that time and was plugged in. After the nurse returned from lunch and rechecked the patient approximately one hour later, it was noted that the same pump was unplugged and was off. Reviewed with staff that were covering break. Verified nursing staff did unplug the pump, but did not turn it off. Per nursing staff, patient, and family, the pump did not give an audible alarm for low battery. Pump was removed and sent to biomed. Per biomed, the pump is a loaner and approximately 3-4 years old. It was noted that there was a problem with the a/c circuit. Pump is being returned to the company.